Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient experienced discomfort at the ipg site. Surgical intervention took place on (B)(6) 2022 wherein the ipg was repositioned and replaced (manufacturer report number: 3006705815-2022-01552) to address the issue.

Manufacturer narrative:
The reported event for discomfort at the ipg site was not confirmed. Visual inspection of the ipg did not identify any anomalies that would contribute to the reported issue. As received, the ipg was inoperable due to a depleted battery. The battery was recovered and the ipg communicated, charged, and was tested to manufacturing specifications using the autotester. The ipg was functionally tested and passed all testing.